Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the returned angiogram cines showed the following; a valve load check confirming a good load, a pre-implant balloon aortic valvuloplasty (bav) was performed and there was calcium present in the annulus, the valve was deployed to 80% and was trending deep, the second attempt at 80% was too shallow, the 3rd attempt deployed at 80% was trending in a good position, when the valve deployed from 80% to 100% the angiogram showed a very deep implant and severe paravalvular leak (pvl), a competitor valve was deployed inside of the first valve resolving the paravalvular leak (pvl). There was a valve load check related to this event. The imaging provided confirms there are multiple attempts to deploy the valve and on the release on the final attempt the valve migrated towards the ventricle which caused moderate - severe pvl, a competitor valve was deployed inside the first valve resolving the pvl. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Per 10110066doc, the event description does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, based on the event description, most likely the valve dislodging into the ventricle played a role in the reported regurgitation. The issue was successfully resolved through implant of a second valve, which also resulted in moderate regurgitation. This event does not indicate device misuse or malfunction. Trends for this event type have been assessed and have been reviewed in the product quality meeting (pqm) and no further action is recommended at this time. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to a too high positioning. On the third deployment attempt the position was acceptable, however upon releasing the valve, the valve immediately went into the ventricle. Due to the moderate aortic regurgitation, a second 29 mm non-medtronic valve was implanted. No additional adverse patient effects were reported.